Manufacturer narrative:
A DHR review could not be conducted as the lot number is unknown. This report will be updated should additional information or the device become available at a later date.

Event description:
It was reported to rti surgical that the cam locking-lever on the implant broke post-operatively and the screw backed out of the bone. This was discovered on (B)(6) 2020. It was confirmed that there is no patient injury. Index surgery was performed on (B)(6) 2020. At this point in time there are no plans to revise.